Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. The instruction manual warns users: "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip".

Event description:
Olympus was informed that at the conclusion of a transurethral resection of the bladder tumor (turbt) procedure, the device tip broke off and fell inside the pt. The nurse stated that the physician retrieved the white plastic tip with a grasper. The procedure was successfully completed using the same device. There was no pt injury reported. The pt is reportedly doing well.